Manufacturer narrative:
Additional information: d4, h4 this supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: there is a possibility that the cutting wire was pulled tightly when the distal end of the tube was not deflecting enough. As a result, a tensile load applied to the press fitted area of the distal tip. This might have caused the distal tip to detach from the tube. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single-use sphincterotome's wire broke during an endoscopic retrograde cholangiopancreatography procedure. The procedure was completed with a back-up device. There were no reports of patient harm.